Manufacturer narrative:
No adverse patient effects were reported. The defibrillation portion of the lead remains in service.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited loss of capture in the right ventricle (rv), even with pacing outputs programmed to 7.5v@1.0ms. The rate/sense portion of the lead was surgically abandoned and a new pacing lead was implanted in the rv.